Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons had a delayed response. The patient reportedly tried to program a 10 unit bolus and pressed the ok keypad button and saw that the pump delivered 0 out of 10.0 units of insulin. The pump was reportedly rebooted by the reporter and the keypad buttons were still unresponsive. The patient reportedly did not bolus for a meal since the keypad buttons allegedly stopped working and only 0 units of insulin were delivered. It was noted that during the phone call with customer support (cs) the reporter was unable to use the keypad buttons to move past the verify screen. The patient reportedly wore the pump in a pocket and wipes the pump with a dry towel to clean the pump. There was no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue

Manufacturer narrative:
Investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.